Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a history of the keyboard going to sleep. A field service engineer checked universal serial bus power management settings; all settings were working. The keyboard was replaced, and the customer was able to sign in and use it. The electrical compartment was cleaned, and connections were checked. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard worked sporadically. Frequent restarts were required for it to function properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.